Manufacturer narrative:
(B)(4). A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; power cord damaged. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The root cause of the power cord failure can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Scd express compression system was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently underway. Upon completion a full detailed investigation will be provided.

Event description:
It was reported to covidien/medtronic on (B)(6) 2015 that a customer had a unit with a damaged power cord. Upon triage on (B)(6) 2015 the service technician found that the power cord had exposed copper wires.